Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the venous probe could not provide proper venous oxygen saturation readings (svo2). The customer exchanged the cardiohelp and continued the treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the venous probe cable was damaged and that the venous probe could not provide proper venous oxygen saturation readings (svo2). The failure occurred during treatment. The customer exchanged the cardiohelp and continued the treatment. This complaint is reportable, because the cardiohelp was exchanged during treatment. The customer identified that the venous probe cable insulation was frayed and replaced the short style cable with the new longer style cable. The replacement of the cable solved the issue and the venous probe could be successful initialized. The cardiohelp was returned to clinical use. In regards to the failure "frayed cable" the root causes for the reported failure were identified under a CAPA as the following: the venous probe cable is too short. The diameter of the cable is too high, which decreased the flexibility. The coating contains polyvinylchloride, which gets brittle when additives like plasticizers and stabilizers are vaporized. Sunlight and aggressive cleaners increase the aging. In february 2021 a service bulletin (issue 91 / 21-02-18) was published to make the users aware that the old cable is no longer available, because it was replaced by a new venous probe cable, which is longer and has a smaller diameter. The coating was also improved and now contains polyurethane, which is weatherproof in all climatic zones and the risk for being brittle is low. This design changes were implemented as part of a CAPA. In regards to the failure "wrong venous oxygen saturation (svo2 ) readings" no exact root cause could be determined. The most possible root cause is the damaged venous probe cable, because the replacement of the cable solved the issue and the venous probe could be successful initialized, according to the customer. However according to the cardiohelp risk analysis v24 the following most probable root cause can also lead to the venous probe sending no or wrong values: defective / disturbed (electromagnetic interference) sensor measurement. Wrong measurement values caused by sediments in the disposable . Response time is too long. Light influences. Blood light spectrum differences. The review of the non-conformities has been performed on 2023-01-25 for the period of 2015-05-01 to 2022-12-19. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-05-01. Based on this the reported failure "venous probe cable insulation failed" could be confirmed and the failure "wrong venous oxygen saturation (svo2 ) readings" could not be confirmed. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values. In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is explained that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. In addition in chapter 5.3 "connection the sensors" is explained how to ensure that the connected sensors are not defective and should not be use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. Additionally the cardiohelp service manual enlists in chapter "1.11 maintenance overview" the demand for inspection tests, which has to be carried out every 12 months: 'visual inspection', 'electrical safety test', 'function test' and 'measured value and alarm monitoring'. The getinge service protocol contains the step: ¿venous probe visual test (holder, reference surface, probe, cable)¿. Any visual abnormality is inspected and must be confirmed if impeccable. Otherwise a replacement must be initiated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.